Manufacturer narrative:
The reported complaint of user advisory - ua16 (timeout moving to take-up position) on the autopulse platform (sn (B)(4)) was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported issue was due to rusted/corroded drivetrain motor at the brake housing area. No physical damage on the ap platform was observed during visual inspection. However, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. This fault was unrelated to the reported complaint. This type of issue can occur due to normal wear and tear. The faulty encoder drive shaft was deburred to remedy the issue. The autopulse platform is a reusable device and was manufactured in june 2009. The device has been operating for over 9 years and has exceeded its expected serviceable life of 5 years. During archive data review, multiple ua16 error messages were observed. Thus, confirming the reported complaint. The initial functional testing of the ap platform could not be performed due to ua16 (timeout moving to take-up position) displayed upon powering on. Thus, confirming the reported complaint. To remedy the reported issue, the drivetrain motor at the brake housing area was cleaned to removed the rust/corrosion. The ap platform was re-tested and passed all functional tests. The ap platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory - ua16 (timeout moving to take-up position) error message upon power-up. User was unable to clear error message. No patient involvement.